Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and cap. There were no manufacturing abnormalities found on the device. Prior to the functional testing the resistance of the r2 was measured to be 1747ohms on the device. During functional evaluation the device was connected to a compatible quantum2 controller and creates an error e-7; the error e-7 was bypassed and the device performed as intended; the suction line was tested and performed as specified; the complaint was not verified as the device performed as specified after bypassing the e-7 error. The root cause could not be determined with certainty. Potential factors unrelated to the design and manufacture of the device that may lead to the error include (1) previous use (2) disconnecting the wand from the controller after power has been turned on. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during set up of a shoulder arthroscopy procedure, the console did not detect the wand when it was connected. No delay and a back up was available to complete the procedure. No other complications were reported.